Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: sion. Guide catheter: heartrail ii 7f bl3.5. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.5 x 12 tenku balloon catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat a 90% stenosed lesion in the mid left anterior descending (lad) artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed with the 2.5 x 12 mm tenku balloon catheter; however, the balloon ruptured on the first inflation at 18 atm. The tenku was removed and replaced. Another tenku of the same size was used successfully for dilatation. The 3.0 x 12 mm tenku balloon catheter was then advanced and inflated; however, the balloon ruptured on the first inflation at 18 atm. In the physicians opinion, the ruptures occurred due to the heavily calcified lesion. Another tenku of the same size was used successfully for dilatation. The lesion was stented and the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.